Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch #515d27. Corrected data: d4 (lot number, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and home button was pressed, and the knife returned to the home position as expected. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additional, an event was found that caused the device to experience a false lockout event, though the cause of the error has not been identified. The device can recover from this state by re-clamping the device. No conclusion could be reached on the cause of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 515d27, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the tissue that was being fired on? Did the patient have any chemo or radiation prior to surgery? Can you describe the inner staple line and was it completed? Which staple line was not completed? (Patient side vs specimen side). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, it was observed that the stapler would not open and misfired. There was no patient consequence nor surgical delay reported. No additional information provided.